Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 455 mg/dl. The customer's blood glucose was 455 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The customer stated that they were not getting insulin after changing the site. The insulin pump will not be returned for analysis. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.